Manufacturer narrative:
Correction to show accurate aware date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had to recharge their implantable neurostimulator (ins) every 6 hours. After recharging the device to full, the battery was showing 50% discharge within 6 hours. The ins was implanted a year and a half prior to this report. No shocking was observed in the pocket region. Electrode impedances were slightly high, between 2000-3000 ohms on monopolar electrodes and 4000-5000 ohms on bipolar pairs. Therapy impedance was in normal range and settings were not high (left: 1173 ohms, 1.6 ma, 140 hz, 60 us and right: 1065 ohms, 1.7 ma, 140 hz, 60 us). Rapid discharge was set to true according to reports. The recharger was changed, but there was no information to indicate if this improved or resolved the issue. It was stated the ins was overdischarged once, but later it was noted it was not overdischarged, and the device was immediately recharged when their symptoms returned. It was also stated it had not been holding the charge since then. The ins was reset on the day of this report and charged again in the evening. Additional information was received: it was reported there was premature battery depletion with an rc battery due to patient compliance. First troubleshooting was done on (B)(6), 2021 second on (B)(6), 2021, and third done on (B)(6) 2021. The ins would discharge from 100% to 50% in 6 hours, the issue was not resolved. Additional information was received: a parkinson¿s patient who underwent deep brain surgery at (B)(6) hospital, hyderabad on (B)(6), 2020, had a redo of a lead placement on (B)(6), 2021 and ipg placement on (B)(6), 2021. Parameter setting were 0.1/60/130 on (B)(6), 2020, amplitude was increased to 1.5 on (B)(6), 2020 and 1.8 on (B)(6), 2021. Ipg had been discharging from 100% to 50% within 6 hours since (B)(6), 2021, and the rep sent the patient for troubleshooting on (B)(6), 2021. We have followed up following steps in troubleshooting. On (B)(6), 2021 by (B)(6): - 1). Check the battery status by n-vision, showed 50%, electrode and therapy impedance check. These were normal. 2). Checked the ipg status by patient programmer and recharger, it showed 50% charged. 3). Did full charged of the ipg and switch off. Ipg discharged 100% to 50% within 6 hours only, it was confirmed by patient programmer and recharger. 4). Ipg charged by new wireless recharger and then ipg discharged within 10 hours from 100% to 50% on (B)(6) 2021. 5). With new tablet programmer¿ checked the ipg status, electrode impedance, changed the setting of parameter and did factory reset. 6). Checked the ipg status by nvision and recharger on (B)(6), 2021. 7). Checked the battery status by nvision, patient programmer and recharger. It was discharged 50% because it was charged by new wireless recharger. Again discharged 25% within two hours. 8). When ipg was discharged at yesterday evening a prm was performed, but the ipg was getting started in 2 minutes after prm timing started from 60 minutes. 9). Patient also tried to do prm today morning but same thing repeating that ipg getting recharged within 2 minutes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the ins battery/recharging issue was first discovered on 2021-(B)(6). The issue has not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (rep, for): it was reported that the patient had to recharge their implantable neurostimulator (ins) every 6 hours. After recharging the device to full, the battery was showing 50% discharge within 6 hours. The ins was implanted a year and a half prior to this report. No shocking was observed in the pocket region. Electrode impedances were slightly high, between 2000-3000 ohms on monopolar electrodes and 4000-5000 ohms on bipolar pairs. Therapy impedance was in normal range and settings were not high (left: 1173 ohms, 1.6 ma, 140 hz, 60 us and right: 1065 ohms, 1.7 ma, 140 hz, 60 us). Rapid discharge was set to true according to reports. The recharger was changed, but there was no information to indicate if this improved or resolved the issue. It was stated the ins was overdischarged once, but later it was noted it was not overdischarged, and the device was immediately recharged when their symptoms returned. It was also stated it had not been holding the charge since then. The ins was reset on the day of this report and charged again in the evening. Additional information reported there was premature battery depletion due to patient compliance. First troubleshooting was done on (B)(6) 2021 second on (B)(6) 2021, and third done on (B)(6) 2021. The ins would discharge from 100% to 50% in 6 hours, the issue was not resolved. Additional information indicated the patient was implanted (B)(6) 2020, had a redo of a lead placement on (B)(6) 2021 and ins placement on (B)(6) 2021. Parameter setting were 0.1/60/130 on (B)(6) 2020, amplitude was increased to 1.5 on (B)(6) 2020 and 1.8 on (B)(6) 2021. Ins had been discharging from 100% to 50% within 6 hours since (B)(6) 2021, and the patient had troubleshooting on (B)(6) 2021. Troubleshooting included: 1). Check the battery status by clinician programmer, showed 50%, electrode and therapy impedance check. These were normal. 2). Checked the ins status by patient programmer and recharger, it showed 50% charged. 3). Did full charged of the ins and switch off. Ins discharged 100% to 50% within 6 hours only, it was confirmed by patient programmer and recharger. 4). Ins charged by new wireless recharger and then ins discharged within 10 hours from 100% to 50% on (B)(6) 2021. 5). With new tablet programmer¿ checked the ins status, electrode impedance, changed the setting of parameter and did factory reset. 6). Checked the ins status by clinician programmer and recharger on (B)(6) 2021. 7). Checked the battery status by clinician programmer, patient programmer and recharger. It was discharged 50% because it was charged by new wireless recharger. Again discharged 25% within two hours. 8). When ins was discharged at yesterday evening a physician recharge mode (prm) was performed, but the ins was getting started in 2 minutes after prm timing started from 60 minutes. 9). Patient also tried to do prm today morning but same thing repeating that ins getting recharged within 2 minutes.